Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 a hair was found in sterile packaging. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was performed. A hair was observed inside the tray, it was wrapped over the vasoview harvesting tool. The outer device packaging box was opened, but the box was not returned. The complaint problem has been confirmed, though it is not possible to determine when the hair was introduced into the device package. This device is provided sterile. Based on the returned condition of the device the reported complaint was confirmed for the reported failure mode ¿packaging issue¿. The lot sterilization inspection forms and the lot DHR was reviewed. No nonconformities were observed. The vendor certifies that the lot meet all the customer specifications and zero nonconformities occurred during the sterilization process. There were no non-conformities observed in the DHR. The lot conforms to all the requirements and specification.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 a hair was found in sterile packaging. A replacement device was used to complete the procedure.